Manufacturer narrative:
Additional information was received that the physician believed that the chest or shoulder pain may be possibly procedure related. The patient was doing well.

Event description:
A report was received that the patient was experiencing pain at the generator site and also had chest and shoulder pain after having the scs system implanted. The physician believed that the chest and shoulder pain were not device related. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the generator site and also had chest and shoulder pain after having the scs system implanted. The physician believed that the chest and shoulder pain were not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 16291716, description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg revealed no anomalies. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the bodies of the leads were cut and only proximal ends were returned. Damage to the devices was a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the generator site and also had chest and shoulder pain after having the scs system implanted. The physician believed that the chest and shoulder pain were not device related. The patient underwent an explant procedure.